Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. It was reported there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: a review of the black box data showed a reboot on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked and that there was corrosion in the battery compartment and on the underside of the returned battery cap. The returned battery cap was able to fully attach on the pump; the pump was then tested for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.